Event description:
It was reported that a skin reaction occurred. The g7 wearable was inserted into the arm for the first time on (B)(6) 2024. Immediately, the patient felt tingling on her tongue and later experienced throat pain similar to mucus buildup. After 20 minutes, she removed the g7 and noticed bleeding upon removal. The patient stated that she previously used the g6 but was prescribed g7 by her doctor. Despite still having g6 sensors available, she opted to try the g7 for the first time. The patient mentioned her history of allergic reactions, including issues with tandem infusion sets containing teflon. Switching to sets with true steel resolved this. She also noted sensitivity to adhesives, preemptively wiping the site with alcohol, using flonase, and applying a sugar patch before each session to minimize irritation. For the skin reaction after removal of the patch, she would use equate triple antibiotic (over the counter cream) to treat. Following the allergic reaction to g7, the patient inquired about the differences between g6 and g7, suspecting the g7's filament or sensor wire as the trigger. She carries an epipen and used it after the reaction, feeling mostly better though experiencing lingering throat discomfort. The patient¿s primary concern was understanding the composition of the sensor wire. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).